Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found an external insulation abrasion which exposed the outer coil at 57.1 cm to 57.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.